Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy 6 shooter saeed multi-band ligator. At the end of the procedure when the endoscope was being removed from the patient, the physician noted that the ligator barrel had separated from the distal end of the endoscope. The barrel was located inside the patient. The initial reporter indicated the ligator strings that hold the barrel on the end of the endoscope had broken. The physician decided to wait and see if the barrel would pass naturally through the patient's gastrointestinal tract. On (B)(6) 2010, the patient reported experiencing intermittent right sided abdominal pain suspected to be related to the gallbladder. Some swelling of the abdomen and swelling of the ankles has been experienced despite dietary salt restriction according to the patient. More shortness of breath on exertion without pain in the chest is being experienced according to the patient. The patient asked the physician about a piece of plastic (i.e. Ligator barrel) that was released into his stomach during the last egd. The patient has no perception of passing this through the rectum. Another egd was performed on (B)(6) 2010. The physician stated that while performing a follow-up egd within two weeks of a banding procedure is common, the second egd procedure would not have normally been performed with this patient for several reasons. However, because the ligator barrel had detached, the physician decided to perform a follow-up egd to check on the placement of the bands and the detached ligator barrel at the same time. The physician commented that this procedure would not have been done if the barrel had not been left in the patient. During the follow-up egd, the barrel was no longer visible in the patient's esophagus. While in recovery, the patient complained of sharp abdominal pains. Due to a previous history of gall bladder problems and the patient's poor medical condition, the patient was hospitalized. The physician indicated the abdominal pain described by the patient does not suggest intestinal obstruction but, rather is consistent with cholecystitis that was demonstrated upon the patient's hospitalization. Surgery was not performed and the patient was discharged from the hospital on (B)(6) 2010. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report of a broken string (i.e. Trigger cord). The ligator handle was returned with the trigger cord attached appropriately. The ligator cord remains intact and is not broken. The bands and the barrel were not included in the return. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed during our analysis of the returned ligator components. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of barrel detachment is remote. Conclusions: a definitive cause for the reported observation could not be determined because the ligator components functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Comments regarding trigger cord breakage: the initial report indicated the ligator strings that hold the barrel on the end of the endoscope had broken. The function of the ligator strings (i.e. Trigger cord) is to deploy the bands. When the last band is deployed from the ligator barrel, the trigger cord is intended to be free from the barrel component and can be removed through the endoscope accessory channel. The ligator barrel remains attached to the endoscope via the friction fit barrel. Because the user thought the trigger cord should hold the barrel in place, the barrel may not have been loaded properly by the user. Also, the release of the last band resulting in separation of the trigger cord and ligator barrel is likely related to the perception and report of trigger cord breakage. Comments regarding ligator barrel separation from the endoscope: if the ligator barrel was not loaded properly onto the endoscope, this could have caused the reported barrel detachment. If the barrel is not advanced as far as it will go onto the distal end of the endoscope, barrel separation from the endoscope can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the distal end of the endoscope. If body fluids are allowed to enter the area between the barrel and endoscope, this could have contributed to the reported observation. The instructions for use recommended performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location on the varices, body fluids in this area can be avoided. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the ligator components functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of barrel detachment is remote. Customer quality assurance will continue to monitor for complaint trends.